Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity to 20/25 by day 11, and the clinical reason was inferior delocation and defect was noted in the inferior haptic. The iol was explanted and exchanged in a secondary procedure for a monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).